Event description:
It was reported that during a video rectosigmoidectomy procedure, the blade broke. No piece in the pt. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.